Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis") and abdominal pain ("cramping "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, adenomyosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adenomyosis, medical device removal, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : event "cramping" added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, adenomyosis and weight increased outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, genital haemorrhage, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adenomyosis, abdominal pain, pelvic pain ,genital bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received event weight gain and new reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter considered adenomyosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adenomyosis, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: quality-safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and adenomyosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adenomyosis, abdominal pain, pelvic pain ,genital bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: content from social media received. New events: pelvic pain and genital bleeding were added. Event medical device removal was deleted and hysterectomy added as a surgery for pelvic pain. Event abdominal pain updated to abdominal pain lower. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter considered adenomyosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: adenomyosis, medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.